Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
The customer was contacted regarding hospitalization event. The customer reported the following symptoms body pain, fever, nausea and vomiting. Customer stated he also ended up with influenza, but it was not contributed to the insulin pump. Customer's blood glucose was 74mg/dl, time of incident 186mg/dl. Customer treated most recent blood glucose with a spoon of sugar. The paramedics were contacted. Customer was treated with insulin pump at the time of hospitalization. The customer was wearing the insulin pump at the time paramedics were contacted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose is above 600 mg/dl. Customer indicated that they did not want to troubleshoot at the time of the call. Troubleshooting found that the customer had issues with scar tissue. The customer also reported via email that they were hospitalized due to heart issues.